Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo and the distal conductor of the lead was extrinsically over-rotated. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the prophylactic laser extraction of the right ventricular (rv) lead the superior vena cava (svc) was perforated. A cardiovascular surgeon was called in to repair the perforation then a new rv lead was implanted. No further patient complications have been reported as a result of this event.